Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107-abnormal shutdown) has been confirmed. Upon evaluation, the unit experienced an abnormal shutdown. The cause for the abnormal shutdown was a defective u107 component on the c/a board. The u107 component is a power supply which should supply 1.8 volts to the pxa (application processor) to power up the device. Because of the defective u107, only 0.8 volts were supplied, thus causing the monitor to experience an abnormal shutdown. The root cause for the defective component cannot be positively determined, but is likely due to a random component failure. No adverse event resulted from the defective component. The patient received a replacement monitor.

Event description:
The daughter of a (B)(6) female patient contacted zoll customer support to report that the patient's monitor was displaying service code 107. The patient was issued a replacement monitor.